Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was hot to the touch when charging despite being in room-temperature conditions. The customer's blood glucose (bg) above 400 mg/dl. Customer administered a bolus and changed pump supplies to address elevated bg. Reportedly the customer continued to use the pump for insulin therapy.